Event description:
Litigation papers allege the patient suffers from pain and discomfort.

Event description:
Litigation papers allege the patient suffers from pain and discomfort. Update -(B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigaton closed.

Event description:
Update 03/22/2014 - plaintiff's preliminary disclosure form was received. During implantation, the first stem fractured the femur and was immediately removed. Medical records indicate patient experienced clicking. Upon revision, scar tissue was noted. The femoral stem is now being added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.